Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported infection. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported feeling pain at the insertion site on the abdomen. After 2 days, the pod was removed, and the insertion site began to swell and there was presence of pus. The patient was in france when the site became infected. On (B)(6) 2025, when back from france, they went to their health care professional who then directed them to a surgical clinic. The doctor treated the site surgically by draining the pus and cleaning the insertion site. The patient was diagnosed with purulent inflammation and was prescribed antibiotics but did not recall the name. Since the surgery, the patient must go to the clinic every two days to clean the insertion site.